Event description:
A report was received from the USA stating that the device had intermittent operation. It is known that this event did not occur during surgery. However, it is unknown if there was user or patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all operational specifications. If additional information should become available, a supplemental report will be sent. (B)(4).